Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and was concerned about enough insulin delivery. Customer's blood glucose was 285 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer was advised that reservoir would need to be replaced.